Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high impedance. The lead was not used. The patient was stable post procedure.